Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had a trial that got infected in 1998. The patient spent 5 days in the hospital and the trial had to be done twice. The patient went on to have a permanent implant.